Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set became disconnected from bottom of drip chamber during infusion. The following information was provided by the initial reporter: tubing became disconnected from bottom of drip chamber during remdesivir infusion in outpatient clinic.

Manufacturer narrative:
The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 21119506. D.4. Medical device expiration date: 01-nov-2024. H.4. Device manufacture date: 01-nov-2021. D.4. Medical device lot #: 21069537 . D.4. Medical device expiration date: 07-jun-2024. H.4. Device manufacture date: 07-jun-2021. H.6 investigation summary: the customer reported separation at the drip chamber on a used 72213n sample. The sample was separated below the drip chamber and the complaint was verified. There was also a second label provided, and a second line was added to the material grid to account for two failures. The root cause was traced to manufacturing, and a project is currently underway to fix drip chamber separations caused by insufficient solvent. The project is in place to mitigate the risk of future issues with this connection. A device history record review for model 72213n lot number 21119506 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 72213n lot number 21069537 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris secondary set became disconnected from bottom of drip chamber during infusion. The following information was provided by the initial reporter: tubing became disconnected from bottom of drip chamber during remdesivir infusion in outpatient clinic.